Event description:
Healthcare professional reported right side via MRI "radial folds," frequent pain, swelling, deformity, and "minimal amount of homogeneous laminar fluid." Device remains implanted.

Manufacturer narrative:
Phone number: (B)(6). Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: radial folds. Seroma-late, frequent pain, swelling and deformity.